Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular (rv) lead was noted to have numerous short v-v intervals, an increase in pacing impedance, and noise. The sensing vector was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.